Manufacturer narrative:
Neither the catalogue number nor the lot number was available thus neither DHR review nor product analysis could be completed. Intraoperative aneurysm rupture, acute thrombosis, low flow restoration and device unsuccessful are known potential adverse events associated with the use of the enterprise vrd device. The vrd IFU lists these events in the potential adverse event section. Although there is not product specific information available, all products undergo a 100% inspection prior to being released for sale; there is no evidence of a manufacturing issue related to this complaint. Review of the limited information suggests that patient anatomy, target lesion, procedural issues and medication regimen may have contributed to the reported events.

Manufacturer narrative:
Additional follow up is being conducted with the study author. No conclusions are made at this time.

Event description:
In the literature article "cause analysis and management of complications of enterprise stent-assisted embolization of intracranial aneurysms" by chen sansong, fang zinggen, li zhenbao, di guangfu, zhao xintong, wu degang, lai jiaqiang, and zhang jiaqi, published chin j cerebrovasc dis, aug 18, 2015, vol 12, no 8. It was reported that twenty two patients had complications after stent-assisted coil embolization of cranial aneurysms using the enterprise stent. Two intraoperative aneurysm ruptures with good recovery and discharge to home. Thirteen had acute thrombosis; 11 were successfully treated with antithrombolytics, 1 had low flow restoration and 1 failed to have flow restoration. Six patients had cerebral infarction with one death noted post infarction. Three patients had vasospasm successfully treated with medications. One event of deployment difficulty with stent wire fracture. Two patients suffered cerebral hemorrhage from the aneurysm site post procedure; one was treated conservatively and left with muscle weakness the other had craniotomy with residual aphasia and hemiplegia. Per the article: when using the enterprise stent assisted embolization for complex aneurysms, grasping the indications strictly, strengthening the perioperative management and improving operative skills may reduce or avoid occurrence of complications. At the time of complaint entry there is no specific product information available; i.e. Catalogue and lot numbers.